Manufacturer narrative:
In-house testing was performed on retained kit lot 161005 with the following internal serum/plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 161005 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot 161005 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. An exact root cause of the reported issue was unable to be determined. The result obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within label claims.

Event description:
A (B)(6) ab (serum) result was obtained with the alere determine hiv 1/2 ag/ab combo from a pregnant woman in her (B)(6) trimester. The patient was confirmed (B)(6) with biorad eia. There is insufficient information to determine if a malfunction occurred. The patient treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).